Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. Additional information: a2 age at time of event, date of birth, g3 date received by manufacturer, h2 if follow-up, what type, h4 manufacturing date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes. The patient states the skin irritation occurred on the third day of the time test located on the right hip. The patient described the skin as red and itchy with blisters. The irritation was strictly under the electrodes. The electrodes were changed and rotated every day. The area is cleaned with soap and water. The patient has sensitive skin and has atopic dermatitis. The patient states that she does not have any allergies. The patient does not take blood pressure medication. The patient contacted her doctor but her call was never returned. The patient is applying hydrocortisone 2.5mg which was prescribed by the dermatologist. The patient was sent new 72r electrodes. It was reported that no further information is available. No further consequences have been reported. The 63b electrodes were not returned for evaluation.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes. The patient states the skin irritation occurred on the third day of the time test located on the right hip. The patient described the skin as red and itchy with blisters. The irritation was strictly under the electrodes. The electrodes were changed and rotated every day. The area is cleaned with soap and water. The patient has sensitive skin and has (B)(6). The patient states that she does not have any allergies. The patient does not take blood pressure medication. The patient contacted her doctor but her call was never returned. The patient is applying (B)(6) 2.5mg which was prescribed by the dermatologist. The patient was sent new 72r electrodes. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.